Event description:
It was reported that the right atrial (ra) lead was dislodged. The dislodgement was confirmed by chest x-ray. Subsequently, the patient underwent a revision procedure and the same ra lead was successfully repositioned. The lead remains in service. No additional patient adverse effects were reported.